Event description:
During the atrial fibrillation procedure, it was reported that the stockert foot pedal became stuck in the down (on) position. The foot pedal was unplugged from the stockert to stop ablation. Issue was resolved after the foot pedal was replaced. The procedure was completed successfully with no patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the stockert foot pedal became stuck in the down (on) position during an afib procedure. The foot pedal was unplugged from the stockert to stop ablation. A replacement foot pedal was connected and functioned normally. There was no patient injury. A foot petal was replaced and the unit was functioning per specification. The device history record for stockert generator serial number st-0891 shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Customer's complaint was confirmed.